Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was reviewed and showed the foam was outside the minicap, however, it is not evident to which lot this unit corresponds. The reported condition was verified. The cause of the condition was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge (foam) of the minicap "came out"and iodine was spilled. This was observed prior to use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.